Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening side assessed as fold flow opening and broken on the plug strap side assessed as unidentified (tear). No additional observation. No further actions are required as no issues with the manufacturing process are observed.

Event description:
The device has been explanted.

Event description:
Healthcare professional reported "deflation". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.